Event description:
Clinical study patient ID: (B)(6). It was reported that on (B)(6) 2022, a 29mm navitor valve was implanted. A post-implant balloon valvuloplasty was done due to under expansion. On (B)(6) 2022, echocardiogram showed small thrombotic stratification on the valve. Xarelto medication was adjusted. The patient does not have a past medical history of hematologic disorders or systemic illness that could contribute to a hypercoagulability. Patient was scheduled for evaluation in two week to check the status of thrombus. The patient was reported to be in stable condition.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of small thrombotic stratification on the valve was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
An event of small thrombotic stratification on the valve was reported. Also reported that the patient had moderate aortic regurgitation with a blocked cuspid and were attributed to the thrombus formation. Information from field indicated that the patient does not have a past medical history of hematologic disorders or systemic illness that could contribute to a hypercoagulability. Field also indicated that the patient was prescribed anticoagulants after noticing the thrombotic stratification on the valve. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
Clinical information: crd_1003 - vantage ide study, patient site ID: (B)(6).subsequent to the previously filed report, additional information was provided that on (B)(6) 2022, the patient had moderate aortic regurgitation with a blocked cuspid and are attributed to the thrombus formation. No intervention was performed/required.